Manufacturer narrative:
Patient outcome was not provided by reporter. Balloon ruptures are labeled in the IFU. Event evaluation: still under investigation.

Event description:
Pta balloon ruptured on 2nd balloon inflation. On withdrawal, catheter fractured as withdrawn. Vascular retrieval of fractured catheter with snare through 6fr sheath. No additional information has been provided on this incident. Patient outcome is unknown as not provided by reporter.